Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod had been worn on their abdomen between 4 and 24 hours. The reporter stated that the patient sought medical attention on (B)(6) 2025, because of a seizure caused by low blood glucose levels. While at the hospital the patient was taken for a computed axial tomography (cat) scan. The reporter stated after hospitalization the blood glucose went up to 250 mg/dl. There were no further details provided. Additional follow-up is being conducted to request additional information surrounding the medical event.